Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unspecified date he obtained a result of "200mg/dl" on the subject meter which he felt was inaccurately high in comparison to results on another device that were "48 to 50mg/dl" lower, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms however stated that on (B)(6) 2015 she visited her doctor's office where she had her medication changed from metformin to velmetioa. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute complication of either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.